Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump casing was damaged and that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2015 with the following findings: investigation revealed that the battery compartment was cracked in two areas. There was evidence of moisture corrosion inside the battery compartment. The returned battery cap was able to fully tighten. Leak testing revealed a battery compartment leak. The pump would not power on due to the moisture.